Manufacturer narrative:
The insulin pump passed the displacement test but alarmed external flash crc error during the self test. The insulin pump was received with a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner.

Event description:
The customer reported via phone call that she received an external flash crc error alarm on the insulin pump. Customer stated that the pump started counting down and it reset the whole pump. Customer stated that she needed to change the reservoir but she did not just rewind the pump and use the same reservoir. Customer's blood glucose was 89 mg/dl at the time of the incident. Customer stated that the alarm occurred 1 time. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.